Event description:
It was reported that during an implant for a device upgrade, two different left ventricular (lv) leads were attempted to be implanted but could not be placed due to the patient's anatomy. Neither of the lv leads were implanted; the patient was scheduled for an lv epicardial lead implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.